Event description:
The reporter indicated that a lens was explanted. Attempts to acquire additional information have been unsuccessful.

Manufacturer narrative:
Patient identifier: unk. Date of event: unk. Model #: unk. Implant date-explant date: unk. Device manufacture date: unk. Claim#: (B)(4).